Event description:
Boston scientific received information that the patient with this device has been hospitalized since (B)(6) post implant, due to a massive right ischemic stroke, diagnosed via a brain computed tomography (CT) scan. The transesophageal echocardiogram (tee) exhibited a left atrial thrombus and the possibility of a right atrial thrombus. No further information has been communicated; patient remains hospitalized.

Manufacturer narrative:
This investigation will be updated should further information be provided.